Manufacturer narrative:
The lead was returned due to patient deceased. As received, only the connector portion of the lead was returned in one piece. Visual inspection of the partial lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of pending confirmation.